Event description:
It was reported that the patient presented during clinical follow up. Through x-ray, it was noted that the patient's atrial lead was dislodged. The reported lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis did not identify any anomalies.